Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized for high blood glucose levels. Troubleshooting performed and insulin exited during fixed prime. It was reported that moisture was present in pump casing. Customer stated that she does not known moisture got into pump.